Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with no alerts when blood glucose was low. Customer states sensor glucose were between 84 and 90 and blood glucose was 53 mg/dl. Customer states threshold suspend was set at 60. Customer was educated on issues that may cause sensor glucose versus blood glucose. Customer requested a credit for transmitter and sensor. Customer was transferred for processing of credit.